Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor with inaccurate readings that triggered threshold suspend. Customer's blood glucose was 400 mg/dl and sensor glucose was below 70 mg/dl. Customer's blood glucose rose to 547 mg/dl. Customer treated with insulin pump. The customer was assisted with troubleshooting for sensor reading but declined troubleshooting for high reading. The sensor will not be returned.